Event description:
Healthcare professional (hcp) reported a patient was injected in the marionette, nlf, cheeks, and piriform aperture with juvéderm vollure¿ xc and juvéderm voluma® xc. The same day the patient experienced, immediate blanching on the nose, cheek, chin, and upper lip. Hcp ¿treated the patient with 1800n of hylenex® immediately which resolved the issue." This is the same event and the same patient reported under MDR ID# 3005113652-2023-00110 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.